Event description:
The user's hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the rga/iva results, it can be assumed that the device has failed due to loss of hermeticity. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user was reimplanted.